Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead had high impedances and wanted better coverage. Surgical intervention was undertaken, and the lead was explanted and replaced.